Manufacturer narrative:
Visual inspection confirms the bone screw disassembled from the mas head. The ring and crown are still assembled in the head. Microscopic examination of the mas assembly identified a portion of the retaining ring is fully seated, but has been sheared through the cross sectional area on both sides of the retaining ring gap, thus allowing disassembly. The remaining portion of the retaining ring is still seated in the groove of the head. Dimensional inspection of the bone screw head diameter found to be within print specification. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior instrumentation for scoliosis. Intra-operative, screw head was broken while tightening of nut. The product came in contact with patient. No fragments of the broken screw remained inside the patient. No patient complications were reported.